Event description:
Pt was revised because tibial tray had loosened and collapsed into a severe varus position and a fracture of the medial tibia had occurred. Poly wear of the insert and osteolysis were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.